Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture. Device analysis: device photograph(s) for the device related to the reported event of capsular contracture was reviewed on 08-nov-22. Visual analysis of the photographs identified: - capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
A healthcare professional reported ¿on ultrasound there were signs of contracture. On examination during palpation, the implant is more rigid compared to another side.¿ the device has been explanted.